Manufacturer narrative:
B3: the event occurred on an unreported date in (B)(6) 2023. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as, ¿the patient was not performing disinfection well during pd therapy¿. It was unknown whether the patient was hospitalized or treated for peritonitis. The patient outcome and action taken with pd therapy were not reported. It was not reported if the patient was retrained in aseptic technique. The reporter declined to provide additional information.